Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and the insulin pump mentioned insulin flow block alarm. It was reported that the customer had high blood glucose levels ranged from 12 mmol/l to 25mmol/l. Troubleshooting was not performed. Product is not expected to return for analysis.